Event description:
It was reported that the device was unable to communicate via bluetooth telemetry. No intervention has been performed at this time. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information was received that there was not an issue with the bluetooth telemetry, but rather a telemetry lockout due to excessive use of bluetooth communication.

Event description:
Additional information was received that the patient was seen in clinic and the device was interrogated and paired with remote monitoring, which resolved the event.